Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? D4: UDI: as the catalog/model number was not provided, the (01)gtin: is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: ayushi agarwal, joveeta joseph & milind n. Naik (30 apr 2024): delayed infections following polybutylate-coated polyester (ethibond) suture frontalis suspension surgery for severe blepharoptosis, orbit, https://doi.org/10.1080/01676830.2024.2338789.

Event description:
Title: delayed infections following polybutylate-coated polyester (ethibond) suture frontalis suspension surgery for severe blepharoptosis the study aims to describe the incidence and management of delayed infections following frontalis sling suspension with polybutylate-coated polyester suture (ethibond). Between january 2016 to february 2022, a total of 177 eyes of 150 patients (with a mean age of 9 months) were included in the study. These patients had severe blepharoptosis and underwent frontalis suspension surgery by modification of the single stab technique using 3¿0 polybutylate-coated green braided polyester (ethibond; ethicon). Reported complications include: a 240-month-old female patient with delayed sling infection. Conclusion: frontalis suspension with ethibond has an 8% incidence of delayed infections, with staphylococcus aureus as the most common organism. The authors recommend early sling removal in all patients with infection and recommend consideration of an alternative material in the event of future revision surgery.